Event description:
A us dist contracted zoll to report that battery charger/modem sn (B)(4) was unable to power up.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon eval, the battery charger/modem was unable to power up. The cause for the failure was isolated to defective power supply. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.